Manufacturer narrative:
It is reported the implants will not be returned to the manufacturer, therefore no product evaluation is able to be conducted. The part numbers, lot numbers, and quantities of screws and plates used to fixate the implant are unknown. The device history records were reviewed and there no non-conformances were identified that would cause or contribute to this event. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported the patient has an unclear cranial wound healing disorder with spontaneous opening of the old surgical scar with accompanying epidural empyema. A revision surgery was performed; it is reported surgical reconstruction with removal of the skull and plastic present valve was indicated.